Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins has not been working. The patient reported that for the first 3 weeks when had the ins, it worked fine, but in the last week or so the pain has gotten worst to the point where it¿s as bad as it was before they had the ins implanted. The patient reported that they feel pain and have hard time walking. The ins is charged but the pain still exist. It was reported that the stimulation was on and 'program a' is set to 8.8 ma. The patient decreased intensity to 8.5, then increased to 9.6 ma. The patient reported that they felt stimulation with intensity at 10ma but it ¿was a little too much¿.